Event description:
It was reported that during a percutaneous coronary intervention removal difficulty occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery. The 2.5 x 8mm nc quantum apex mr balloon catheter was inflated and after the 3rd inflation at 18atms the catheter became stuck on the .014" non bsc guide wire. The catheter and guide wire were removed together. The physician removed the catheter from the guide wire, used the same guide wire and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention removal difficulty occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery. The 2.5 x 8mm nc quantum apex mr balloon catheter was inflated and after the 3rd inflation at 18atms the catheter became stuck on the .014" non bsc guide wire. The catheter and guide wire were removed together. The physician removed the catheter from the guide wire, used the same guide wire and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method code, result code, conclusion code. Device evaluated by manufacturer: the complaint device was returned for analysis and the inner shaft was folded 28mm proximally from the proximal balloon bond. There was no other damage. The inner diameter of the inner shaft was measured and was within specification. Functional testing was performed by loading a .014" guidewire into the tip and advancing through the inner shaft of the catheter encountering resistance. The guidewire would not advance past the location of the inner shaft damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).